Manufacturer narrative:
(B)(4). The device was not available for evaluation; therefore, device analysis could not be performed. A review of all batch record documents was conducted for lot number ps44f6 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a cracked minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This was noticed sometime since (B)(6) 2014. The device was not returned for evaluation, but a batch review will be performed since the lot number was provided. If additional relevant information is obtained, then a follow-up MDR will be submitted.